Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while filing the cartridge with insulin, bubbles of insulin were seen coming out of the tubing. Additionally, it was reported that the patient line was discolored (yellow in color). Reportedly, the cartridge lot number was expired. There was no impact to the user's blood glucose level. The user successfully loaded a new (expired lot number) cartridge.